Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (25mg/ml at 9mg/day), bupivicane (200mg at 72mg/day), and ketamine (200mcg/ml at 72mcg/day) via intrathecal infusion pump for spinal paint. The patient was also taking clonidine (50mcg/ml at 18mcg/day) and baclofen (200mcg/ml at 72mcg/day). It was reported that the patient had an MRI on (B)(6) 2020 and that the pump was never interrogate after the MRI. The patient came into the office on (B)(6) 2020 for a refill and their pump was found to be in an MRI telemetry stall. It was reported 4.1 ml was removed from the pump when 3.6 ml was expected. The telemetry stall cleared after interrogation. The issue was resolved. No patient symptoms were reported. No further complications were reported.